Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: a00036 (B)(4), a00036 (B)(4), a00036 (B)(4), a00036 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer's preliminary review of the log files found no recent alarms that would indicate faulty battery behavior. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01350 and 3007042319-2015-01351) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that the patient and the site reported single beeps and symptoms of power switching when the battery charging level not less than 10%. The batteries jump between port 1 and 2 for no reason. "The batteries have an average cycle of 30". The patient is active and well educated and is not doing anything when it happens. The batteries were replaced from stock and there was no effect on the patient. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This is one of two reports (3007042319-2015-01350 and 3007042319-2015-01351) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.